Event description:
It was reported that the device reached its elective replacement indicator prematurely, so it was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Review of the device image noted a false eri flag, which was attributed to autocapture being programmed on and in high output mode. When autocapture is programmed on, the device output will adjust itself to accommodate the patient¿s needs for pacing, which can result in transient low battery voltage and affect the remaining longevity of the device. A longevity calculation was performed based on the available programmed parameters and usage information and was found to be within the expected limits. The device was tested in the laboratory and no anomalies were found.